Event description:
Boston scientific received information that during a follow up visit, this right ventricular defibrillation lead exhibited pacing impedances greater than 2,000 ohms with the competitor device. In addition, loss of capture, large amounts of noise, and increased thresholds were noted. A revision procedure was performed; upon removal of the device from the pocket, it was noted that the pace/sense portion of the ventricular lead had slightly backed out of the header and did not have appropriate contact with the set screws. The lead was tested through the pacing system analyzer (psa) and all measurements were normal. The lead was reinserted into the competitor device and again, normal measurements were obtained. The procedure was completed and the lead remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The right ventricular defibrillation lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.